Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The patient alleged that the down arrow button was under responsive. The down arrow button was also reported to be torn/punctured prior to the tactile change. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: during investigation, the keypad cover was found to be torn. All the keypad buttons responded appropriately. The keypad cover was opened to find no contaminants under the keypad button contacts. The pump was opened to find no intermittent conditions on the keypad flex connector.